Manufacturer narrative:
One used cadd prizm vip pump was returned in used condition. The customer's reported problem regarding delivery accuracy was able to be duplicated. Three separate delivery accuracy tests were performed; at least one test was outside the pump's delivery accuracy manufacturing specifications. The expulsor was trimmed down in order to bring the delivery accuracy closer to nominal of a range.

Event description:
It was reported that the volume output from cadd prizm vip pump was incorrect. No death or serious injury was reported in connection with this incident.